Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag therapy intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient began remedial therapy with amikacin (250mg, twice daily, ip). On (B)(6) 2010, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. At the time of this report, the event of peritonitis was resolving and it was not reported whether remedial therapy was ongoing. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.